Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar implant procedure performed on (B)(6) 2022. The patient received the full 35fx radiation therapy from (B)(6) 2022, to (B)(6) 2022. On (B)(6) 2022, a colonoscopy showed a very hard fissured area in the rectum believed to be a mass, which was biopsied. This confirmed the hydrogel remained persistent. Magnetic resonance imaging (MRI) was then performed, on (B)(6) 2022, of the prostate and showed an anterior ulcer extending beneath the apex of the prostate. It was reported the hydrogel's current status was "explanted", but further information was not provided. The patient was admitted to the hospital due to this event and was discharged on an unknown date. The patient's outcome is unknown. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Patient code e2339 is being used to capture the reportable event of an ulcer. Device code a04 is being used to capture the reportable event of gel lasts too long.